Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. There were also scratches on the surface of the distal pulley. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling / misuse. Both bipolar pins were bent to the side. The chassis feature that acts as a hardstop for the pins was not broken. Electrical continuity testing was performed and passed. Engineering concluded the damage was likely due to mishandling / misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a cable broke on a fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.